Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered a red alert due to a high out-of-range shock impedance measurement of 127 ohms. Technical services (ts) noted that shock impedance trending appeared normal, and continued monitoring was recommended. This rv lead remains in service. No adverse patient effects were reported.